Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that the hub was detached. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing ((B)(6)) will be notified of this issue. Unable to perform DHR check due to unknown lot number. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: "on (B)(6) 2019, (B)(6) received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached to it. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on (B)(6) 2019 for increased sampling for needle hub separates in 0.3ml. CAPA(B)(6) has been opened to address this issue. "

Event description:
It was reported that needle hub separation occurred before use with a syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, "the hub was detached."